Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D5. Other operator of device: operator of device is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device did not shut down during calibration when the over temp alarms went off. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Device evaluation: product was not returned in a condition in which it could be investigated. No photographic evidence provided was provided to aid in this investigation either. As a result, product evaluation and problem confirmation cannot be performed. The exact cause could not be determined; however, based on the reported problem, the most probable cause would be a faulty thermostat. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the product is returned the manufacturer with the serial number attached, the complaint and investigation will be re-opened for further device analysis. There was no serial number on the returned device; it's identity could not be confirmed. H3 - other: device was not received in complete condition.